Manufacturer narrative:
Evaluation: result: patient's condition affected effectiveness of device (90% stenosis at lesion site), inherent risk of procedure (failure to deliver the stent and stent deformation), (failure to deliver the stent and stent deformation); evaluation: conclusion: device failure related to patient condition (90% stenosis at lesion site), known inherent risk of procedure (failure to deliver the stent and stent deformation). (B)(4).

Event description:
The physician was treating a lesion in the lad which exhibited 90% stenosis. The lesion had been pre-dilated once to 14 atms prior to the attempted placement of the stent; however it is reported that during advancement the stent became deformed. No resistance was felt when advancing the stent towards the lesion. No resistance was felt when withdrawing the stent from the lad. No patient injury reported. Device evaluation: the 9th and 10th distal segments of the stent were deformed. The stent od measurements met manufacturing specification but the stent was visually unacceptable. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).